Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. (B)(4). Multiple attempts were made for product return and investigation. Suppliers identified: (B)(4). Around (B)(6) 2017, the supplier (B)(4) stated that this was the only complaint on this lot number which they had received for brittle locks, and they would continue to monitor for this issue. The company also determined that the adhesive on the dots was not strong enough; and requested sample roll of dots from sps with a stronger adhesive so they could manufacture test samples and measure adhesion force. This issue was also monitored.

Event description:
It was reported that there was an intraoperative malfunction of the oranbe locks. Three cases identified that experienced surgical delay with patients under anesthesia: case 2 had delay of approximately 2 hours (this complaint). The reporter stated that some locks and dots were breaking or falling off during storage and transport, and not that the indicator dots on the locks were changing color. Further patient details were not provided. Case 1 had a 25 minute delay (cc# (B)(4). - reported separately. Case 3, delay of approximately 2 hours (cc # (B)(4). -reported separately.